Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device embedded in the posterior wall of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, adenomyosis, adhesion, cervicitis, uterine bleeding, uterine fibroid, vaginal bleeding and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure device embedded in the posterior wall of the uterus"). The patient was treated with surgery (laparoscopic assisted robotic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: essure device embedded in the posterior wall of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device embedded in the posterior wall of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, adenomyosis, adhesion, cervicitis, uterine bleeding, uterine fibroid, vaginal bleeding and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure device embedded in the posterior wall of the uterus"). The patient was treated with surgery (laparoscopic assisted robotic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: essure device embedded in the posterior wall of the uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.